Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion during the change of a lipid bag (dose, programmed amount and delivery rate unknown) and was not resolved despite a change of tubing. The route was permeable with blood return. The event occurred at the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the customer reported 'downstream occlusion' which was not reproduced. A review of the event history log identified the multiple presence of 'downstream occlusion alarms however the history log cannot be used to determine if the alarms are true or false. The device was tested for proper downstream occlusion detection and passed. The evaluator found the force sensor within specification and observed no visual abnormalities that could cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.